Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being removed for unknown reasons. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.